Event description:
A medtronic representative received a report that a site has a damaged medium suretrak clamp. The tracker will no longer hold properly. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the suspect clamp finds that, the adjustment screw threads are damaged not allowing the full movement of the clamp. Mechanical malfunction of screw threads stripping directly caused event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as part has not been returned. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect device has not been returned to manufacturer for analysis.